Event description:
(B)(6) sales representative reported that this lead was explanted because it was causing inappropriate shocks due to noise. A new sorin lead was implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.